Event description:
A customer reported experiencing a tandem mobi cartridge alarm, specifically cartridge alarm 30, during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Following the alarm, the customer successfully loaded a new cartridge and resumed insulin delivery while awaiting a pump replacement due to occlusions. Consequently, no further assistance was required.